Event description:
It was reported a hand piece connection error when burring distal femur, used back-up handpiece to complete procedure. Tested handpiece and it would not connect and was pulled out. Delay greater than 30 minutes was reported but no patient impact has been reported.